Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed during sensor startup period and patient could not see sensor wire upon removal.